Event description:
It was reported the patient died and interrogation of the device showed ventricular high rate episodes on the day of death. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) we did receive performance data collected from the device and have analyzed the data. Only programmed parameters viewable in the save-to-disk file. Memory not available for a complete analysis. (B)(4) no anomalies found. Proximal conductor distorted and blood/body fluid (not obstructed), outer insulation breached cut and cosmetic depression, apparent explant damage. Proximal segment returned and analyzed.

Event description:
It was reported the patient died and interrogation of the device showed ventricular high rate episodes on the day of death. Follow up revealed patient (who was pacemaker dependent) came in for pacer check on (B)(6) 2010 and oversensing noted. Device was programmed to avoid oversensing. Patient was given holter monitor that was checked on (B)(6) 2010, and there were no significant findings. On way home from getting holter removed patient pulled over on side of road and expired. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Follow up with physician reported the patient had a history of mitral valve replacement, anticoagulation, and prior stroke. "He stated patient many have had intracranial bleed which may have caused another stroke."

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient died and interrogation of the device showed ventricular high rate episodes on the day of death. Additional information received reported the patient (who was pacemaker dependent) had just been at the clinic returning 24 hour holter monitor (nothing noted on the holter results). She was found in her car on the side of the road. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.